Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular ablation procedure, a pericardial effusion occurred. Non-sjm catheters were placed in the coronary sinus and right ventricular outflow tract. A supreme hexapolar ep catheter was placed in at the bundle of his. Ablation was performed with the non-sjm ablation catheter and the patient became hypotensive. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed, which stabilized the patient. There were no performance issues with any sjm device.